Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the paxgene® blood dna tube there was a batch number mismatch between the shelf pack label and the tube label. The event affected 800 tubes. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: material #: 761165, lot/batch #: 4095154. Bd received three (3) photos for investigation. The photos were reviewed and the indicated failure mode for incorrect label information was observed. Evaluation of the photos indicated that the shelf label had a lot number 4095154 with expiry date 30th of april 2025, and tube labels of lot 4079048 with expiry date 31st of may 2025. Additionally, 200 retention samples from bd inventory, were evaluated by visual examination and upon completion the indicated failure mode for incorrect label information was not observed. Based on a review of the device history record for the incident lot, some product requirements for lot release were unmet and not discovered prior to release. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect label information. A global hold has been placed on this batch number. Bd has initiated further root cause investigation relating to the issue of incorrect label information through situation analysis and corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the paxgene® blood dna tube there was a batch number mismatch between the shelf pack label and the tube label. The event affected 800 tubes. There were no health consequences or impacts reported.